Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm on 10/13/2023. On (B)(6) 2023, the patient reported that the sensor fell off while she was asleep. According to the patient, she received an alert but was not paying attention to the display device. She woke up feeling disoriented and had difficulty getting up from the bed. She called her husband for help and when he checked her blood glucose with a meter it was 47 mg/dl. The husband provided the patient juice to increase her blood glucose level. The patient recovered after drinking juice. At the time of the report, the patient was in normal condition. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.